Event description:
Hcp reported patient presented with signs of an infection in 2003 of the device pocket. These included redness, pain, and pocket erosion. Cultures were obtained from the device pocket. Cultures were positive for rare gram positive cocci and gram negative rods. The pt was treated with oral antibiotics and total device system removal. Hcp reported patient's infection resolved.